Event description:
During a pta treatment procedure to dilate several lesions in a preexisting dialysis graft, the shaft of the balloon catheter separated. Using a 6 fr sheath, the balloon catheter was advanced to dilate several calcified small stenoses and one large lesion. The physician inflated the balloon a few times to approx 10 atm. While the physician was removing the balloon catheter, difficulties were encountered in trying to pull it back into the sheath. The catheter seemed to be 'stuck' on either the end of the sheath or within the pt's anatomy. The physician continued to pull back and the shaft of the cathter broke at the edge of the sheath. The sheath was removed with a portion of the balloon catheter inside. The remainder of the balloon catheter was removed over the guidewire. Another sheath was introduced and a different balloon catheter was used to successfully complete the procedure. The pt is reported as 'fine' following the procedure; no injury or complications were reported.